Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. He was able to resolve the issue by changing the infusion set. Customer's blood glucose level was 552 mg/dl. He took boluses from the insulin pump. A total of 110 units were delivered using the insulin pump to bring his blood glucose level down. The device was not returned.